Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7070181.

Event description:
It was reported that the patient had an infection at the ipg and lead site. Symptoms of fever and pain was noted. The physician believed that it was not device related but rather procedure related. The patient was placed on antibiotics prior the procedure. The patient underwent an explant procedure wherein all components were removed. The patient was doing well postoperatively. The explanted devices was discarded.